Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the output connector assembly was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector block of the external pulse generator (epg) was broken. The epg has been returned for service. There was no patient involvement.